Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During matrix smartlock surgery, although the surgeon inserted the locking screw into the screw hole of the plate, the screw didn't lock. The surgeon changed the locking screw to another same size screw and completed the operation.

Manufacturer narrative:
The reported event that locking screws for radius plate, cross-pin, diam.2.7x12mm was alleged of issue s-35 (no locking effect) could be confirmed, since the returned device matched the reported failure. Based on investigation, the root cause was attributed to a user related issue. The failure was probably caused by misuse of the device. Since, upon replacement of the screw for another one identical, the locking problem ceased to exist, one can exclude a problem in the plate. The device inspection of the screw revealed that the screw head shows some marks, which is an indication that the screw was used. The damages could have come from the present event, however it cannot be excluded that the screw was used in a previous surgery. Note, that screws are single use devices and re-using them will compromise their behaviour, including the locking mechanism. Additionally, there are obvious damages in the threads. In the locking part, there are small deformations. These damages are probably the source of the non locking of the screw. In addition, the thread on the body is chipped. There are several causes for this kind of defect, including the bending of the plate that can effect the locking holes if not done properly or the wrongly tightening of the screw. Note, as stated in the IFU: ''operating warnings and precautions: careful handling and storage of the product is required. Scratching or damage to the implants can significantly reduce the strength and fatigue resistance of the product. Once applied, the product should never be reused. Although it may appear undamaged, previous stresses may have created imperfections that could reduce its service life. Screw precautions and warnings: placement of all locking screws requires the use of a drill guide to ensure proper screw placement. If a drill guide is not used, the screw may not lock into the plate. When engaging the screw, axial pressure of the screwdriver into the screw head must be adequately applied to ensure that the blade is fully inserted into the screw head. This results in proper axial alignment and full contact between driver and screw, minimizing the risk of damage. Screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw head, result in possible screw breakage, and lead to loss of friction fit performance. Excessive tightening of the locking screw may lead to titanium particle generation. Particles should be removed to prevent potential inflammation. Excessive tightening of the locking screw may lead to stripping of the locking threads. In the event that a locking screw thread strips out, a bone screw should be used. Each bone and/or locking screw should be additionally tightened upon completion of implantation to verify a rigid connection between the screw and plate.'' A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During matrix smartlock surgery, although the surgeon inserted the locking screw into the screw hole of the plate, the screw didn't lock. The surgeon changed the locking screw to another same size screw and completed the operation.